Event description:
A physician reported a pt who was treated on 9/5/1997 in the nasolabial folds and the upper vermilion border. On 1/13/1998, the pt notified the physician that she had "white bumps" in the upper vermilion border, and that she had noticed redness in the nasolabial folds and at her skin test sites. The physician believed that the pt had developed a hypersensitivity to collagen, and injected kenalog in the upper vermilion border. No further medical or surgical intervention was prescribed or planned.